Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During in-clinic follow-up on (B)(6) 2020, the device indicated an elective replacement indicator (eri). However, at a previous follow-up on (B)(6) 2019, the remaining battery was approximately two years. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The device was in back-up mode (bvvi) when received which was due to exposure to cold temperature after explant. The device image indicated that autocapture feature was enabled and operated in high output mode. When automatic settings are programmed, such as autocapture, the device output adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Analysis was performed after reloading the product code, including mechanical stressing of the device and did not identify any anomalies except battery voltage being at elective replacement indicator (eri). A longevity assessment was performed and the device met the projected longevity. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Premature battery depletion was not confirmed.